Manufacturer narrative:
This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Investigation is ongoing. Inmode will submit a supplementary report upon completion of investigation.

Event description:
A female patient treated with morpheus8 presenting with lesions on her cheeks that according to the patient developed 2-3 days post treatment and are accompanied with pain. On the provided photos a skin eruption resembling a herpetic rash can be seen. Secondary mycotic infection cannot be excluded. On the left cheek two circular lesions resembling erythema multiforme can be seen. Although at the time of this report the exact diagnosis is unknown, due to the medical intervention required for these hypothesized conditions, the case is reported to FDA.